Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose event while using the ilet with a libre 3+ sensor, with cgm reaching 59 and a duration of about an hour; the patient treated with oral carbohydrate (peanut butter and bread) and later had elevated readings up to 216, and the event was discussed in the context of a breakfast meal announcement after overnight automated corrections that could have left insulin on board. Symptoms included hypoglycemia without reported physical symptoms and subsequent hyperglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device findings and insufficient information related to a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.